Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that one month following bilateral prk (photorefractive keratectomy), the patient presented with blurred vision in the left eye. In a follow up, the technician reported that the patient's vision had improved. The patient was satisfied with the outcome, but continues to report blurred vision. There is no planned intervention, per the technician.